Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown internal midface distraction system. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). 510(k): without a part number, the 510(k) number cannot be identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that an unknown internal midface distractor system was removed due to the possibility of infection. The patient initially underwent midface/frontal-orbital advancement procedure with placement of the internal midface distractor system on (B)(6) 2016. On an unknown date the patient was diagnosed with a central spinal fluid leak and infection of the frontal bone advancement, reportedly not due to the implants. It was further reported that the patient was doing well postoperatively and that there was no surgical delay. This report is for an unknown internal midface distraction system. This is report 1 of 1 for (B)(4).